Event description:
The customer was hospitalized for hyperglycemia. Prior to the event, the customer had called about a display anomaly. The customer stated that they had hbgs and treated it with a manual injection. At the time of the call, the customer was assisted with resetting the pump. In addition, there was an error alarm occurred after checking the histories. A few days later, the customer had called back to report that they were hospitalized. It was indicated that the pump would be replaced. No further details.